Event description:
It was reported that during post-implant device check, multiple episodes of non-sustained rv oversensing and multiple auto-mode switch events due to far r-wave oversensing were observed. Patient was asymptomatic. Review of the episodes revealed myopotential oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.